Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 42 mg/dl at the time of admission. Customer stated that he was unable to rewind his insulin pump, he gave himself an insulin shot, but it was too much insulin and he ended up in the hospital with low blood glucose. Nothing further was reported.